Event description:
Olympus was informed that the image blacked out during an unidentified procedure.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during a therapeutic colonoscopy procedure in which the users had experienced a complete loss of image. The users reportedly were unable to flush water from the scope and claimed that the monitor went black when the water button was depressed. The intended procedure was said to have been completed with a different but similar colonoscope in a different procedure room. There was no patient harm reported. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The evaluation found the image was invisible. Additionally, the switches were not functioning and there were no ID data transmission or narrow band image (nbi) function. There was severe corrosion noted throughout the scope. The scope connector and the electrical connector were both corroded. The referenced device passed the leak test. The referenced device was re-evaluated following aeration and the image, switches, ID data transmission and the nbi function were functioning appropriately. The nozzle was clogged. The air and water flow was found fine after the nozzle was disassembled. However, corrosion was noted on the charge-couple-device-flexible-printed-circuit (ccd-fpc) unit. The reported phenomenon was attributed to fluid invasion. This report is being submitted as a medical device report in an abundance of caution.